Manufacturer narrative:
(B)(4). D10: cat# 650-0327 lot# unk tprloc cocr cmtd stm t1 12.5mm cat# 650-1158 lot# unk delta cer fem hd 28/0mm t1. G2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient died approximately three weeks after a hemiarthroplasty due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b7; d4; e1; e2; e3; g2; g3; h2. D10: d10: cat# 650-0327 lot# 7187144 tprloc cocr cmtd stm t1 12.5mm. Cat# 650-1158 lot# 668200 delta cer fem hd 28/0mm t1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2.

Event description:
No further information at the time of this report.